Event description:
A 4.0mm diameter x 12mm length (MFR # 2953200-2010-01930) and a 4.0mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent were deployed in a thrombotic right posterior atrioventricular segment and a thrombotic prox rca of a pt. Cardiac status at time of procedure was asymptomatic post-mi. Stents deployment was successful; however it was reported that during procedure, the pt suffered an mi. The event was resolved with medication. The pt is reported to be recovered and no other clinical sequelae were received.

Manufacturer narrative:
Results, conclusions: occlusion, embolism. (B)(4).

Event description:
An angiographic complication of no reflow and a post-dilation balloon rupture causing embolism occurred during the index procedure. Patient experienced chest pain and hypotension noted resolved with medication

Manufacturer narrative:
(B)(4): eval results: mi.